Event description:
A report was received from a customer in the united states of an 840 ventilator with a lower display failure. Reportedly, the screen was blue. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) which resolved the customer reported issue. (B)(4).